Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced heparin-induced thrombocytopenia and vad flows greater than 10 l/min. A pump exchange was performed and the surgeon stated that thrombus material was visible within the device. The explanted pump, (B)(4), was returned to the manufacturer for evaluation. After the pump exchange, the patient was stated to be doing well. However, the patient had a small intracranial hemorrhage and was diagnosed with deep vein thrombosis with new pump ((B)(4)). The new device (B)(4) was not returned to the manufacturer for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and estimated flow starting on (B)(4) 2014 outside the normal operating range. Pathology exam confirmed the presence of thrombus within the superior surface of the impeller. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. The most probable root cause of the reported 'high power' event can be attributed to thrombus formation/ingestion within the device. A clinical factor that may have contributed to the reported event is the patient's diagnosis of heparin-induced thrombocytopenia. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately 7 days post implant, the patient developed high pump power and flow and subsequently underwent a pump exchange. Prior to the high power event, the patient was diagnosed with heparin-induced thrombocytopenia and heparin was replaced with bivalirudin. During the exchange procedure clots were noted in the cardiopulmonary bypass machine and the operating surgeon reportedly saw clots within the pump. Bivalirudin was later changed to argatroban and warfarin and aspirin (325mg) were started. The patient recovered well from the exchange but in the weeks that followed experienced additional thromboembolic events and is under review by hematology team for a possible clotting disorder.